Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited an inappropriate magnet response. No intervention was performed, and the patient's condition was stable.